Event description:
N/a.

Manufacturer narrative:
The valve was received for evaluation. DHR - review of the history device records was not possible as the lot number was unknown. Failure analysis: the valve was visually inspected; needle holes in the needle chamber were noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported obstruction of a certas valve. The valve was implanted via v-p shunt on (B)(6) 2020 for the treatment of secondary normal pressure hydrocephalus (snph) after a subarachnoid hemorrhage (sah). The setting was 2. Hydrocephalus symptom improved on next day. However, ventricular enlargement was observed. The setting was changed to 1 but the it did not improve. The physician suspected obstruction of valve. Therefore, the valve was replaced to a new one with setting 1.